Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches range from approximately 0.140" to 0.590" in length and are not axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) was ¿scraped¿ the customer used a backup mcs instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument possibly collided with the other instrument or tool during the procedure, which caused the part to be peeled off. No fragment fell into patient. No post-operative tests were performed. The patient did not return to the hospital due to experiencing any post-surgical complications. The procedure was not delayed.